Event description:
Upon start up of dialysis treatment, nurse noticed blood leaking from hub area on fistula needle. After further investigation, nurse noticed hub area on fistula needle had a crack in it. Treatment was stopped and venous fistula needle was replaced with no adverse effects to the patient.